Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the cuff was not closing properly around the urethra due to atrophy. The existing aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump, and balloon. The replacement cuff was implanted on a different site on the bulbous urethra. No patient complications were reported during the procedure. The explanted aus mechanically functioned as intended. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.